Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Product ID 3057, product type screening device. Patient code (B)(4) applies to leads (lot#s unknown) only. Device code (B)(4) applies to leads (lot#s unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said the leads burned their skin, but they took care of it and they now have a bandage over their skin. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.